Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the tip end of the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure of this right ventricular lead the helix mechanism would not extend or retract properly. A new lead was implanted successfully. The product investigation revealed the lead was fractured. No adverse patient effects were reported.